Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, insufficient gel is seen in an unspecified number of tubes post centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-sep-2025. Bd received five samples and one photo for investigation. The customer samples underwent visual inspection for gel defects, and all five samples passed the inspection. The photo showed a processed tube with a gel barrier thinner than the height of gel in an empty comparison tube. Additionally, thirty retained samples were visually inspected for gel defects, and all thirty samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect gel quantity. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, insufficient gel is seen in an unspecified number of tubes post centrifugation. No adverse impact was reported regarding the patient or user.